Event description:
It was reported that the pacemaker device exhibited minute ventilation (mv) oversensing and high out of range pacing impedance measurements, measuring at 3000 ohms on this right atrial (ra) channel. A signal artifact monitor (sam) event was recorded, and a lead safety switch (lss) was triggered. Ts recommended troubleshooting options. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker device exhibited minute ventilation (mv) oversensing and high out of range pacing impedance measurements, measuring at 3000 ohms on this right atrial (ra) channel. A signal artifact monitor (sam) event was recorded, and a lead safety switch (lss) was triggered. Ts recommended troubleshooting options. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of pacing impedance high out of range is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of the lead.